Event description:
Staff was in process of transferring a resident from a bed to a chair. As the staff member was pulling on the sling, the left leg of the lift caught the bottom base of the bed. With one staff member pulling the lift and the other staff member trying to turn the lift, the left leg of the lift was hitting the base of the bed. The force was enough to stop the lift from turning to the left but the weight of the resident in the sling, still being pulled, was enough to cause the lift to tip over. The resident was assisted by the staff during his fall to the floor but he sustained a cut to the upper left leg that required three staples.

Manufacturer narrative:
Based on the initial info, the manufacturer believes that the incident could be the result of an inadequate maneuver of the lift. Further info will be provided upon conclusion of the manufacturer's investigation.